Event description:
It was reported that the patient had an incident of "preventing skin erosion of the pump" and a pump revision. The study investigator noted erosion and peroration "expected at the pump pocket site." A prophylactic operation and revision of the pump was planned. The patient was admitted to the hospital on (B)(6) 2010. The onset date was (B)(6) 2010 and the patient recovered on (B)(6) 2010;. The pump contained ziconotide and initially administered 6.0 mcg/day and lowered 5.9 mcg/day. On (B)(6) 2010, a surgical or technical complication occurred. No further information was requested at this time.

Manufacturer narrative:
(B)(4).